Event description:
I received supartz injection, 5, to my right knee. The day I received it, I developed a severe headache with intermittent nausea. I received 4 injections and then had to skip a week due to thanksgiving holiday. I did not connect the h/a or nausea with the injections until 3 days after thanksgiving when the h/a disappeared. I received the final injection on thursday, the 1st of december at 10am and by noon I developed a very severe h/a. Tylenol es barely touched it. I had a primary care doctor appointment at 2:15 and he told me according to his online pdr that these were two of the side effects. And that it should be reported. No where on the MFR web site could I find these listed. Both the headaches and nausea were debilitating on quite a number of days. I believe these side effects should be listed so that people can make an informed decision. Not only did I have to deal with these side effects but it doesn't really seem to make to much of a difference in my pain.